Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that a red alert was triggered due to out of range pacing impedances. No adverse patient effects were reported.

Event description:
Additional information received via remote monitoring system noted that high out of range shocking impedances were reported. At this time no additional information is available. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon additional information, this investigation will be updated.

Manufacturer narrative:
(B)(4).